Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported multiple hypoglycemic events throughout the day. The lowest reported blood glucose (bg) was 62 mg/dl. The first occurred after announcing breakfast but eating less than planned, leading to a brief low. Later, the user described another drop, lasting about 30 minutes, during which she administered glucagon. Reports showed her blood glucose fell quickly from around 160 mg/dl after small ilet corrections, despite no additional insulin or activity. The user described herself as a ¿brittle¿ diabetic and noted she often has unexpected lows. At the end of the call, her blood glucose was 84 mg/dl, and she had no symptoms or adverse reactions. She planned to follow up with her healthcare provider. The patient was not out of bg range for 90+ minutes, and no reported symptoms during the event. No medical intervention was required at the time of the call.